Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on an unspecified date in (B)(6), "around 6:00 pm" he began to feel "wacky, lightheaded and dizzy" so he checked his glucose using his adc blood glucose meter and received a reading of 71 mg/dl. Customer self-treated by drinking a glass of orange juice, but subsequently experienced a loss of consciousness. It was further reported that when he lost consciousness he hit his head on the counter as he fell and "cut {his} head open". Customer's son called the paramedics. Upon arrival they checked his vital signs and then transported him to a local healthcare facility, where he was diagnosed with hypoglycemia and confined for six days. Customer could not recall the actual treatment rendered at the hospital because he was unconscious. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The date of event is unknown. The date entered, is an approximation for an unspecified date in (B)(6). All pertinent information available to abbott diabetes care has been submitted.